Event description:
Additional information received reported that the patient was checked and had 8 black boxes of recharge coupling. The patient was 50% recharged as was getting great stimulation.

Event description:
It was reported that the patient experienced coupling and or communication issues. The patient was only able to get 40 as the highest number when using the antenna locate feature. It was also reported that the patient could not adjust stimulation. The patient received a "recharge ins" warning screen. The patient was getting zero boxes when trying to recharge. Additional information received reported that there was no swelling at the site of the ins pocket, and the patient was doing everything correctly. It was possible that the ins may have been flipped. It was later reported that the patient had an x-ray, which showed the ins upright and not tilting. There was no battery flip. The patient had been recharging almost continuously, and the recharger said she had 50% battery but the remote said she was empty. Additional information received reported that a manufacturer representative tried to recharge the patient with a brand new recharger and got the screen to recharge, but there were no black boxes. The ins was interrogated with a new patient programmer and there was no communication. The ins was interrogated with an 8840 and it said the ins was discharged. The patient was scheduled for surgery on (B)(6) 2011 to check the ins and pocket.

Event description:
Additional information received reported that the surgery was performed (B)(6)-2011. The healthcare provider (hcp) removed the implantable neurostimulator (ins) from the pocket while the manufacturer's representative used a new recharger to check coupling and they got 8 black boxes. The ins was not upside down/flipped in the pocket. The hcp then made a new pocket more cephalad to the previous pocket so that the ins would not be sitting in the "ledge" her buttocks forms when she sits and he place the ins more superficial. Coupling was checked again with the ins in the pocket and 6 of 8 black boxes were received. The old pocket was sewn up to prevent the ins from sliding down. The patient was instructed to charge the ins in short intervals over the next few days in order to get the ins charged up. The patient would be seen (B)(6)-2011 to check recharging ability and to program the patient to make sure she had stimulation. No product was explanted or replaced.

Manufacturer narrative:
(B)(4).